Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the surgeon disabled universal surgical manipulator (usm) 3 due to an error after a power cycle. System logs confirmed that the usm compute engine (uce) 3 component had reported error 23087. The customer continued the procedure with usm 3 disabled. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was an assisted laparoscopic cholecystectomy. The procedure was able to be completed with three arms as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, however, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) universal surgical manipulator (usm) for failure analysis evaluation. The usm was visually inspected, and no damage was found. The usm was installed onto a known good system. Multiple errors were found pointing towards a fault on the axes controller spar (acs2) board after powering on. No encoder readings were observed on the insertion axis. It was found that the j1 p5v_ext connector for the axes controller spar hall (acsh) board was shorting. There was damage to the acsh flex cable and j1 connector. The cable appeared to have contamination and the j1 connector was visibly warped. After the acsh flex cable was removed and reinserted, the short was no longer present.